Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a sensor error message was received with the adc device. It was indicated due to this, the customer that they became hypoglycemic and experienced a loss of consciousness. The caregiver provided the customer with sugar water and sugar under the tongue. The customer was then transported to a hospital where a glucagon injection was administered for treatment. There was no report of death or permanent injury associated with this event.